Event description:
It was reported that the patient was in the hospital with pancreatitis, the pump began alarming during hospitalization, and the patient passed away at a later time due to pancreatitis and medical co-morbidities. It was initially reported that the patient was in the hospital on (B)(6) 2012 with pancreatitis and the healthcare provider (hcp) suspected the pump to be empty at that time. The patient was admitted at that time to the intensive care unit (ICU) with abdominal pain related to pancreatitis. At that time the reporter indicated the pump had not been interrogated yet, but logs from (B)(6) 2012 indicated a reservoir volume of 1.9ml with an alarm volume of 1ml, so on (B)(6) 2012 the reporter was suspecting an empty pump. It was then later reported that the first time the pump was checked was on (B)(6) 2012, at which time the pump was alarming. The patient was said to have been in the ICU, on the ventilator, and unresponsive due to IV sedation. The pump interrogation showed that it was empty, and the hcp was notified of the need for pump refill. Later on (B)(6) 2012, the patient was still in the ICU, on the ventilator, and unresponsive due to IV sedation. The hcp was ready to refill the empty pump at that time. The pump originally contained compounded baclofen and dilaudid, but at time of refill on (B)(6) 2012, the hospital pharmacy would not do a compound drug mixture for the pump, therefore only baclofen was refilled into the pump. The dose of baclofen prior to the empty pump was 33mcg/day and upon refill on (B)(6) 2012 the dose was set at 25mcg/day. It was later reported that the patient passed away on (B)(6) 2012. The patient death was not pump related. The patient died from complications having to do with the pancreatitis and several co-morbidities. The pancreatitis was noted to not be caused by the pump either. The reporter stated the pump would not be returned for analysis. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).